Event description:
It was reported that a physician was unable to establish communication with a vns patient's generator. The physician tried using two different programming systems and communication was unsuccessful with both. The physician was able to establish communication and program other patient's devices using the same equipment on the same day; therefore, she believes the issue is with the patient's generator and referred her to a neurosurgeon. The patient had her device replaced and the explanted generator has been sent to the manufacturer for analysis. Device evaluation has not been completed at this time.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.